Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During testing at the user facility, an e321 (batt charger timeout) error code was noted. The device was returned to the biomedical dept for a report of, defective pump. No tracking info was provided therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.